Event description:
Additional information noted that a competitor lead fracture was confirmed but the point at which the lead was fracture could not be determined. The device was explanted due to normal battery depletion.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that noise, oversensing and pace inhibition was noted when it comes to this device. A competitor lead fracture was alleged but not confirmed. In addition, out of range low pace impedance measurements were noted. Isometric testing could not reproduce the noise. A revision took place and an additional lead was implanted and the device was reprogrammed. A device replacement will be performed. No additional adverse patient effects were reported.